Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcomes of endovascular therapy for stanford type b aortic dissection in patients with marfan syndrome jiang x, chen b, jiang j, shi y, ma t, fu w, dong z. Journal of thoracic cardiovasc surgery 2021;-:1-9 https://doi.org/10.1016/j.jtcvs.2021.05.045. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant, talent and non mdt stent grafts were implanted in 26 patients for the endovascular treatment of type b aortic dissections. All patients in the cohort also had marfans syndrome. The following malfunctions were reported; type ia endoleak, type ib endoleak, type ii endoleak,type iiia endoleak, false lumen perfusion the following adverse events were reported; sine, dissection, rupture, aneurysm, re-intervention patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any death.